Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that a kink in the device shaft about 1.5 cm distal to the kink protector and dried contrast medium in the guidewire lumen about 78 cm proximal to the device tip. After straightening the kink, a 0.018 inch reference guidewire could be introduced without noticeable friction from both sides up to the dried contrast medium. The diameter of the inner shaft complies with the specification. The guidewire used in the intervention was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, the guidewire lumen viability of all instruments is checked (100 percent control). In addition, all instruments are inspected for kinks and damages. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the severely tortuous mid superficial femoral artery. After delivering the device to the lesion, the red tab was removed and the trigger was pulled but the stent could not be released.